Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. The instructions for use and patient manual outline precautions to take to prevent damage to the controller and to prevent damage when connecting cables. Devices remain implanted.

Manufacturer narrative:
The returned controller passed functional testing but failed visual inspection. The serial port connector was found damaged and not permitting a complete lock. The serial port could still transfer data from the controller to the monitor. While the exact cause of the reported event cannot be conclusively determined, it is most likely that contact with a hard surface may have caused the damage on the serial port. The damaged connector issues are being addressed by an action investigation by the company. Log file analysis was not needed since the event is related to the blue serial port connector and not a controller internal functional issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed and the broken flange on the controller's blue data port connector photographed. The device was related to the reported event. Visual inspection revealed that the controller failed to meet specifications as a result of damage to the blue serial port connector. The most likely root cause of the failure is that the controller dropped on a hard or sharp surface which likely contributed to the event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Information was received from the ventricular assist device (vad) coordinator reporting that when the patient was seen in the clinic on (B)(6) 2015, it was observed that the blue monitor connection port on the patients primary controller was cracked, making it difficult to attach the monitor cable to the connection. The decision made to perform a controller exchange. The patient tolerated the controller exchange well. A new back up controller was issued to patient. No further issues or alarms have been reported since the controller exchange was performed.